Manufacturer narrative:
This crt-d was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A review of the device memory noted several "runaway lv pacing" faults recorded between october 13, 2018 and october 15, 2018. The device was programmed in a tracking mode (ddd), with the tracking preference feature on and a positive lv offset, that was greater than the a-blank after v-pace. This specific programming combination (ddd mode, biventricular (biv) pacing, lv offset: 40 ms, a-blank after v-pace: smart 37.5 ms, tracking preference: on), resulted in an unintended asynchronous biv pacing device behavior. Repeated detection of this behavior, as evidenced by the multiple "runaway lv pacing" faults in device memory, resulted in this crt-d reverting to safety mode status to preserve critical device functions i.e., vvi pacing at a fixed rate and output (unipolar, 72.5 ppm) and vf defibrillation therapy for a fixed rate cut-off (165 bpm). Engineers confirmed that all critical functions remained available while this device was implanted.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and later completed; the unit was then returned and analysis conducted. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and later completed; the unit was then returned and analysis conducted. No resulting adverse patient effects were reported.